Manufacturer narrative:
The nurse stated that he had determined that pressing iab fill resolved the alarm. There was no blood in the tubing, and all connections were tight. This was the first occurrence of the alarm, and the patient was ventilated with a peep of 5. Esp personnel explained that this could have contributed to the alarm and advised that the same steps should be followed if it occurred again.

Event description:
N/a.

Manufacturer narrative:
They figured out that pressing iab fill would resolve the alarm. There was no blood in the tubing and connections were tight. The patient was vented with peep of 5. Esp personnel explained this could be the reason for the alarm.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.